Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Bg cause was not known. The customer declined troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.